Event description:
It was reported that during a breast biopsy procedure, the marker would not deploy the clip and when removing the marker from the probe the tip sheared off and lodged in the probe. They could not use another marker in the probe and in order not to use another new probe they decided not to place a clip and completed the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.